Event description:
According to the reporter: the needle could not be removed from the first endostitch and the needle would not lock into the second endostitch. Additional info has been requested from the site.

Manufacturer narrative:
(B)(4).